Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose above 600 mg/dl. The customer was inquiring about why the insulin pump did not receive the blood glucose reading. The customer was provided with information and assistance. Then, the customer checked their blood glucose again, and the metr read 338 mg/dl, which was treated with a bolus delivery from the insulin pump. At that time the blood glucose reading did transfer to the insulin pump. Troubleshooting as performed for the insulin pump and the device passed the self test. Nothing further was reported.